Event description:
It was reported that the procedure was to treat a lesion in left main coronary artery. The 3.5x23 mm xience alpine stent delivery system (sds) was advanced advance to the target lesion, and the stent was implanted; however, the stent was noted to only be expanded to 3.0 mm. Multiple attempts were made to post dilate the stent with a 3.75mm unspecified non-compliant balloon, but the stent still remained expanded to 3.0mm. The stent was confirmed to be expanded to 3.0 mm under intravascular ultrasound (ivus). There was no adverse patient effect reported, and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.